Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, the patient experienced severe headache post-procedure. At the day 2 follow-up, intraocular pressure was measured at 39 mmhg. The physician initiated treatment with pressure-lowering medication. The report also noted that a contact lens was placed in the eye. The patient was under monitoring and expressed concern regarding the impact of elevated intraocular pressure on visual clarity and outcome.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).